Event description:
On may 22, 2008, a boston scientific employee became aware of a clinical study article, "comparison of wallstent and ultraflex stents for palliation of malignant left sided colon obstruction" published in gastrointestinal endoscopy 67:3;2008; pp 478-488 (see attached). The study was a retrospective analysis to compare wallstent and ultraflex stents. The following info was derived from this article: according to the article, a wallstent enteral endoprosthesis was implanted. More than seven days post placement, the stent was occluded by tumor ingrowth or overgrowth.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. See scanned pages.